Event description:
It was reported to boston scientific corporation that an advantage fit sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced pain, mesh erosion, infection, urinary problems, and bleeding (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.